Event description:
Customer reported defibrillator keeps shutting itself off during routine testing. No reported pt involvement. Svc rep duplicated reported condition. Device repaired and proper operation confirmed.